Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a rx locking device and biopsy cap device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, as the doctor introduced a sphinctertome through the rx locking device biopsy cap, the biopsy cap sponge was pushed out of the biopsy cap and into the biopsy channel of the olympus scope. They were unable to remove the sponge from the scope, and the scope was removed from the patient. A second biopsy cap was used with a new ercp scope and the procedure was completed. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
Following a detailed device analysis, it was noted by the complaint investigation site (cis) that the condition of the returned unit was not consistent with the complaint incident that the foam disc (sponge) dislodged from the rx biopsy cap. The returned rx biopsy cap was intact and the foam (sponge) was present inside the cap indicated the sponge had not separated/ detached. However, cutting open the returned rx biopsy cap and evaluating the sponge, found that the star shaped slits on the foam insert were not completely perforated. This could potentially cause the sponge to detach from the rx biopsy cap during device insertion due to the device not having a clean slit / path to penetrate and catching on the sponge. The evaluation found that the sponge had not been completely perforated during manufacture. Therefore, the most probable root cause is supplier manufacturing. Further investigation of this issue is ongoing. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a rx locking device and biopsy cap device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, as the doctor introduced a sphincterotome through the rx locking device biopsy cap, the biopsy cap sponge was pushed out of the biopsy cap and into the biopsy channel of the olympus scope. They were unable to remove the sponge from the scope, and the scope was removed from the patient. A second biopsy cap was used with a new ercp scope and the procedure was completed. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.